Event description:
2 of 3 reports. Other mfg report numbers (same event, same patient, different products): 3014334038-2024-00080 3013886523-2024-00118 a facility reported that after 5 days using the cerelink ventricular microsensor, the cerelink monitor displayed an error message: 'replace cable or sensor¿, after trying to switch off and plugging out and in the cable, the alarm remained on the screen. ECG connection was on and the monitor was charging all the time. Medical staff stop monitoring, and started monitoring with CT scans. The patient was monitored for intracranial hypertension caused by traumatic brain injury with continuous monitoring until the dysfunction of the sensor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Cerelink cable was returned for evaluation: DHR - documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - cable passed all testing and meets specification. Root cause - no fault found. Possible root cause: issue may be with monitor or sensor rather than cable.